Event description:
Vns pt passed away. It was reported that before death, the patient had fallen and was taken to the hospital but was discharged to home. It is unknown whether the patient passed away at home or was taken back to the hospital. Cause of death is not known at this time. There is no evidence at this time that the ncp system caused or contributed to the reported event.